Manufacturer narrative:
Insulin pump passed rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms and low reservoir alarm noted. Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no unexpected battery out limit alarm and weak battery alarm noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss as well as weak battery alert. The customer¿s blood glucose level was unknown at the time of incident. Customer also stated that they receive no delivery alarm from several months troubleshooting for battery out limit was performed. The insulin pump will not be returned for analysis.